Manufacturer narrative:
Concomitant medical products: p1501dr ipg ,implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular lead was capped and replaced; it was noted to be unusable. Follow-up with the physician's office was attempted but no further information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.